Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: unk-p-dbs-extension. Implant date: (B)(6) 2022.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the implantable pulse generator (ipg) pocket site. The ipg was visible through the skin. The physician plans to remove the lead extensions and relocate the ipg to the patients abdomen.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: unk-p-dbs-extension, model: n/I, serial: n/I, batch: n/I. Product family: dbs-extension, upn: unk-p-dbs-extension, model: n/I, serial: n/I, batch: n/I, block d6a implant date: (B)(6) 2022.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the implantable pulse generator (ipg) pocket site. The ipg was visible through the skin. The physician plans to remove the lead extensions and relocate the ipg to the patient's abdomen. Additional information was received that the patient and the physician no longer intend to remove the extensions and relocate the ipg. No further information has been obtained despite good faith efforts.